Event description:
Customer reported a secondary infusion of levaquin 250 ml/50ml did not infuse as expected. Stated the secondary was programmed at 100ml/hour and the primary (0.45% ns) was programmed at 75ml/hour. The secondary infusion was started at 1432, at 1545 the secondary bag was still almost full. The user re-entered the programming and checked on the infusion again at 1650 and noted the bag still contained medication. Per the report attached to the returned devices, customer reported fluid was being pulled from the primary bag instead of the secondary bag. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.